Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in tip and nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the investigation results, there was no deviation from IFU in reprocessing steps on location where the foreign material remained. Although we confirmed presence of foreign material in the tip cover and nozzle, we could not identify the foreign material. The root cause of the foreign matter remaining on the device could not be identified. Such events can be detected and prevented according to the following ifus: instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection describes the detection method. Instruction manual evis lucera gif/cf/pcf/sif type 260 series. Cleaning/disinfection/sterilization chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.